Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that negative reactions for testing performed on (B)(4) appeared weak positive. Reactions appeared as reported by the instrument on echo (B)(4). An immucor field service engineer performed the unexpected reactions checklist. The 1ml syringe, pbs filter, washer manifold, and probe were replaced; calibrated camera, and decontaminated the pbs container and instrument. Qc was performed with acceptable results. The instrument is operating according to specifications.